Event description:
Complainant alleged that during incoming inspection the device was unable to decrease energy selection with paddles. The device was able to increase the energy selection. Complainant indicated that there was no patient involvement in the reported malfunction.